Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility clinic manager reported during a hemodialysis (hd) treatment blood was noted to be clotted in the venous header threads of a dialyzer, and began dripping from the underside of the venous header. The blood leak was noted at the threads at the cap of the bottom end of the dialyzer and occurred approximately 3 hours and 45 minutes after the hd therapy was initiated. The patient¿s total treatment time was scheduled to be 4 hours. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. Per clinic manager a crack was noted to be visible on the cap of the dialyzer cap. No damage to the dialyzer packaging was observed. The patient¿s blood was successfully returned to the patient and the estimated blood loss (ebl) was less than 50 cc. Per clinic manager a blood leak test strip was not used after the incident to check for the presence of blood in the dialysate as the blood was visually observed. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient discontinued the remaining treatment as there was only 15 minutes reportedly left in the patient¿s treatment. The sample was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to date for investigation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A user facility clinic manager reported during a hemodialysis (hd) treatment blood was noted to be clotted in the venous header threads of a dialyzer, and began dripping from the underside of the venous header. The blood leak was noted at the threads at the cap of the bottom end of the dialyzer and occurred approximately 3 hours and 45 minutes after the hd therapy was initiated. The patient¿s total treatment time was scheduled to be 4 hours. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. Per clinic manager a crack was noted to be visible on the cap of the dialyzer cap. No damage to the dialyzer packaging was observed. The patient¿s blood was successfully returned to the patient and the estimated blood loss (ebl) was less than 50cc. Per clinic manager a blood leak test strip was not used after the incident to check for the presence of blood in the dialysate as the blood was visually observed. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient discontinued the remaining treatment as there was only 15 minutes reportedly left in the patient¿s treatment. The sample was available to be returned for evaluation.